Event description:
On (B)(6) 2024, a hospital representative contacted lifescan (lfs) china, alleging that the onetouch verio vue meter was displaying an ¿error 5¿ message when testing on a patient. The complaint was classified based on further information received from the hospital representative on (B)(6) 2024. The reporter stated that the alleged error message began to appear on (B)(6) 2024, when testing on a patient in the emergency room. The reporter stated that the nurse attempted to test the patient¿s blood glucose with the subject meter, but an error 5 message appeared. The nurse repeated the test with a new strip, but the error message appeared again. The nurse then performed blood gas analysis on the patient. The patient¿s blood gas analysis report showed a blood glucose value of ¿41.6 mmol/l¿ which was considered extreme hyperglycemia and the doctor immediately provided unspecified treatment. The reporter claimed that when the patient¿s biochemical report came back, it showed a blood glucose value of ¿77.73 mmol/l¿. The patient was later transferred to the ICU where a blood glucose test was performed with the unspecified ICU meter and a result of ¿extreme high blood sugar (higher than 33.3 mmol/l)¿ was obtained. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue, but the alleged issue could not be resolved. This complaint is being reported because the patient reportedly received medical intervention for an acute complication of diabetes and required hospitalization, after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed functional testing with no faults found. The reported issue could not be confirmed. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.